Event description:
The customer returned the ultrasound gastrovideoscope, which was an olympus asset with no reported complaint. During the evaluation of the device, there was a cut on the pink rubber and a missing ke-45 on the elevator cover observed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.